Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his ins moved under the skin and it was hard to sit in the chair and had to sit on the left side. The patient reported that he could go on the right side a little, but the ins caused shooting pain. The patient noted that his healthcare provider (hcp) was aware and at the first follow up appointment, he was still swollen and would check at the next appointment. No further complications were reported.